Event description:
The surgeon inserted a 29.0 diopter aq2010v silicone three-piece lens and one haptic broke off. The lens was removed with no patient injury. The reporter stated the cause of the broken haptic was the cartridge.